Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated there were cracks present on the display window and reservoir. Customer's blood glucose was 400 mg/dl. It was also found the customer was hospitalized with diabetic ketoacidosis due to an insulin pump malfunction. The customer could not recall how the damage occurred on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had cracked case at display window corner, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window. (B)(4).